Event description:
It was reported that the device is atrially oversensing the t-wave after a ventricular pace. The t-wave is about 240ms from the qrs. Ventricular lead was placed on the septum which may be why the atrium is oversensing it, and clinician states the t-wave is about the same height as the p-wave, so changing sensitivity is not an option. There was only 1 mode switch episode since the last visit, so the device may be able to discriminate between real atrial fibrillation (af) and the t-wave oversensing (twos). The nurse decided to change pvab to partial plus, but not to extend pvab to cover the t-wave oversense at this time. The device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-52 non defib lead implanted: 2010 (B)(6). (B)(4).